Event description:
In 2008, a customer contacted baxter technical service center regarding a system error 2240 during dwell 3/6 while using the home choice system. The service rep (tsr) explained the alarm to the nurse. Tsr had the nurse (rn) close all clamps, cycle power off/on, and system error 2367 was received. Tsr had rn cycle power off/on, the home patient would discard old supplies/cassette, end therapy and contact the peritoneal dialysis (pd) nurse the following morning. The following month, the nurse who reported the 2240 alarm was contacted and stated that one of the supply bags seemed to have a lot of air in it but she did not notice any holes or leaks in the bag or tubing set. The nurse further stated that the patient had peritonitis, was going to have the pd catheter removed and transition to hemodialysis. Eight days later, global pharmacovigilance (gpv) contacted the pd nurse. Approx two weeks prior, the pd catheter was removed due to peritonitis, and the home pt (hp) was switched to hemodialysis. In the same month, the hp was hospitalized due to gall stones and the gall bladder was removed in 2008. A culture was taken and klebsiella was identified. The hp also had a yeast peritonitis and an exit site/tunnel infection. Reportedly, there was a break in aseptic technique when the transfer set broke twice during pd therapy and had to be replaced by the pt. According to the nurse, the hp had peritonitis within four weeks of this report (date unknown), and the culture results revealed a yeast infection. The pd nurse did not know what medications were used to treat the peritonitis. The pt outcome indicated the pt was recovering from the peritonitis. The master complaint for the 2240 alarm is 00034385.

Manufacturer narrative:
The sample was discarded and the lot number is unknown.